Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one in.pact admiral paclitaxel balloon catheter was used to treat the right proximal sfa. Approximately 4 months post index procedure the right sfa was treated using admiral xtreme. The following day, treatment of the right sfa was carried out using an admiral xtreme and three in.pact admiral drug eluting balloons. Approximately 12 months post index procedure patient suffered high-grade stenosis in the right fem-pop and revascularization was carried out 40 months later, using pta, deb and stenting. Investigator assessed that the event is not related to the study device, procedure or drug. Patient recovered.